Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including sync testing, shock testing, and bench handling without duplicating the report. Review of the device log showed that all recorded shocks were within specification. There are no clinical logs available for review. The device was recertified and returned to the customer. It is important to note that an inability to cardiovert is not an indication of a device malfunction and can occur from various outside factors including, but not limited to: patient preparation, electrode placement, energy selection, or patient physiology/condition. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to cardiovert the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2021-0873 ,1220908-2021-03874, 1220908-2021-03875, 1220908-2021-04007, 1220908-2021-04008, 1220908-2021-04009, 1220908-2021-04010, 1220908-2021-04012 and 1220908-2021-04015 for similar events reported from the same customer.